Event description:
It was reported that customer experienced issue where pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent.